Event description:
It was reported that the valve was explanted after an implant duration of approximately six (6 )years due to pulmonary stenosis. It was identified, through review of source documentation provided, that the patient has a history of tetralogy of fallot. Approximately six (6) years ago, the patient developed conduit stenosis requiring replacement with the subject device. He has had conduit stenosis with high gradients in the 70-80 range across his rv-to-pa conduit requiring repeat replacement. The surgeon noted pannus overgrowth. The device was replaced with another edwards stentless bioprosthesis. There were no adverse patient effects as a result of the replacement.

Manufacturer narrative:
There are many potential caused for prosthetic valve stenosis. Unfortunately, the root cause of this event could not be confirmed without the sample device. In this case, the surgeon indicated that the patient experienced stenosis with pannus overgrowth. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. No further actions are possible with the available information.